Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced the high blood glucose. The customer's blood glucose was 505, 141 mg/dl. The tape gets caught in the serter. The customer was not completed troubleshooting with insulin pump as she thinks it was the serter and she had issues with not going in correctly because it was too old. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room, nor admitted into hospital, as a result of high blood glucose. The insulin pump will not be returned for analysis.